Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that the pacemaker was prophylactically explanted and replaced due to advisory/recall. It was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.